Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the failure of a m1663a ECG trunk cable, it was also reported that 12 lead ECG monitoring was not possible. No patient incident/injury was reported.